Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low bipolar impedance and oversensing in both configurations. Attempted re programming could not ameliorate the problem. The system was reprogrammed to vvir mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.